Event description:
Reporter alleged he was confused and hypoglycemic when he couldn't get the advantage meter to power on. Reporter stated that he also fell and his grandson treated him with oj and sugar. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.